Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, the device was noted to be in backup mode. The patient was stable with no consequences. Further information has been requested but not received.

Event description:
Additional information received that technical support restored the device settings to resolve the event.